Event description:
It was reported that several attempted stylets could only be advanced halfway down the attempted right ventricular (rv) lead and could not be advanced any further. The lead was removed and a stylet could be inserted successfully. A second implant attempt with the same lead was then made but difficulty advancing the stylet was experienced again. The lead was removed and a second lead was attempted. The same issue was experienced with the second lead that was ultimately implanted but there was less difficulty advancing the stylet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.